Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient expired on (B)(6) 2015 due to a subdural hematoma. The patient had been treated with lovenox for a sub-therapeutic international normalized ratio(inr). The patient was seen at an outside hospital at the time of the event and the patient's inr upon arrival was 2.1. It was reported that the cause of death was not device related. The pump was not explanted.

Manufacturer narrative:
Approximate age of device - 10 months. The device was not explanted and was not available for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing its file on this event. Placeholder.